Event description:
It was reported in a service report that a cot collapsed when removing a patient. No adverse consequences reported.

Manufacturer narrative:
Customer informed our service technician that he was able to identify the broken part, but he would not allow the service technician to repair the cot.